Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported purulent discharge at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection. A culture was collected and, the evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.